Manufacturer narrative:
The insulin pump was received with no button response due to moisture damage on the keypad traces. Unable to perform self-test, unexpected restart error test, displacement test, rewind, basic occlusion test, occlusion test, prime test, operating currents, off no power test and excessive no delivery test due to no button response. Unable to confirm battery out limit alarm due to no button response. The insulin pump was monitored for 24 hours, no blank display noted. No c13 isolated tape damage noted on the lcd board. The insulin pump had cracked reservoir tube lip, minor scratched display window, cracked case at the display window corner, cracked belt clip slot, cracked battery tube threads, cracked reservoir tube and missing the end cap sticker.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. The insulin pump involved in this event is the paradigm real-time veo insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
It was reported via phone call that customer received excessive battery out limit alarms. Customer's blood glucose was 10.8 mmol/l. After troubleshooting, issue persisted. Customer was advised that insulin pump would be replaced.